Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer reloaded the cartridge to resolve the issue. It was also reported that resistance was experienced during the fill process. Reportedly, the customer successfully filled the existing cartridge with the original needle. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined to further troubleshoot the issue. Customer's blood glucose (bg) level was 377-600 mg/dl; cause was unknown. A manual injection was administered and the infusion set was changed to address bg.